Event description:
It was reported that approximately 15 months post-implantation, the patient underwent a right hip two-stage revision due to suspected infection because of pain, stiffness, and elevated crp levels. Patient had antalgic gait. During the revision, the surgeon noted the acetabular component was quite retroverted with some instability. It is unclear if placement was poor from initial procedure or if it had moved. Hypertrophic capsule excised and purulent fluid expressed. Unclear if the joint had infection or pseudotumor so treated conservatively. Cement spacers were placed and final implants placed during stage two. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. H6: proposed component code: mechanical (g04) ¿ head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.